Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was stuck on the blue screen. A field service engineer replaced the hard drive and installed the latest version of 1.7.4. The drive was properly configured, and the application was then functioned properly. Following this, the device was visible in the rss, and it responded positively to a reboot. All required patches and updates were successfully installed. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system was stuck on the blue screen and remained unresponsive, which hindered users from accessing the medication. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.